Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in clinic for lead repositioning due to lead being dislodged. The lead was explanted when repositioning was not successful. The patient did perfect and was in great health post procedure.